Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronics. Unable to verify the vibration due to the blank display.

Event description:
The customer reported a vibration every time the act button is pressed. Troubleshooting was performed. Self test passed. Found that the insulin pump was in vibrate mode. The customer was not comfortable with the insulin pump, and asked for a replacement. Nothing further was reported.